Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on 29-apr-2024. Medwatch report is mw5154505.

Event description:
It was reported that bd insyte-n autoguard winged needle did not retract. The following information was provided by the initial reporter: intra venous catheter kinked on insertion and needle did not retract when safety engaged, unable to advance or withdraw catheter without slight incision at entrance site. This required a steri-strip to be placed over the incision after completion with no other events or complications.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24gx0.56in insyte autoguard winged unit from lot number 3066132. A gross visual inspection of the returned unit shows that the unit has been used. The 24g insyte autoguard IV catheter was received separate from the needle and the needle was fully retracted in the shield. The complication with catheter advancement was confirmed from the circumstantial evidence of the damaged tubing. The tubing was deformed with what appeared to be multiple kinks or creases along the length of the shaft. The root cause of the damage to the catheter could not be determined, but it may have been associated with complications during insertion and a defect that was observed on the needle. The flash notch in the needle was out of specification, which reduced the structural support of the needle and allowed the needle to bend at the notch. Since the needle was received fully retracted, your reported issue a of needle retraction failure could not be confirmed; however, it may have been associated with the reported complications and observed catheter and needle damage. The damage observed on the needle was confirmed to be manufacturing related. This damage along with the kinks and creases observed in the catheter tubing likely led to a slow needle retraction. The appropriate personnel have been notified.